Event description:
It was reported that pump displayed malfunction alarm code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset pump with no recurrence of malfunction, and was advised to continue using pump and to call back if malfunction alarm returned, which customer acknowledged and understood.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown.